Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump has cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump had two cracks. A crack was on the opening of the reservoir and the other by the battery cover. The customer was changing the insulin pump's battery twice a day. Customer's blood glucose level was 257 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.